Event description:
Customer complained of low sodium results for pediatric pts beginning (B)(6) 2009. Customer is not aware of a concern prior to that time. Physicians notes abnormally low sodium results for several of their in-patient pediatric pts. The customer provided result for six pediatric pts. Patient 1, age less than 4 years, initial result 124, repeat 137 mmol per l. Patient 2, initial result 126, repeat 137 mmol per l. Patient 3, initial result 122, repeat 138 mmol per l. Patient 4, age less than 4 years, initial result 132, repeat 138 mmol per l. Patient 5, initial result 131, repeat 137 mmol per l. Patient 6, initial 123, repeat 139 mmol per l. Customer did not think pts were treated based on the initial sodium results, but she could not say for sure.

Manufacturer narrative:
The field service rep was unable to determine the cause. He performed ise mix/dry and probe check test which were within spec. Ise calibration, controls and sodium precision were performed to verify analyzer performance.